Manufacturer narrative:
UDI field (d4) concomitant product UDI for reservoir is (B)(4).

Event description:
It was reported that the inflatable penile prosthesis (ipp) cylinder had a tear. A surgical procedure was performed to replace the system. There were no further patient complications.